Manufacturer narrative:
The manufacturer representative went to the site to test the imaging system. The reported issue was confirmed and the door would not open, there was a loss of motion control. They tested system and then replaced the rotor controller, the system and power boards, motion relay, varistor and image acquisition system (ias) pendant. Configured the motion controllers and pendant, perform system test. System was ready for use. (B)(4).the manufacture date was not available at the time of reporting. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system being used in a sacroiliac and thoracolumbar procedure. It was reported that the site was unable to open the gantry when it was around the patient. The site also stated that the manual open bolt was broken off of the system. The site was unable to put the system into lift and shift and push the gantry out of the way from around the patient. It was not an option at the site because the system was surrounded on both sides by legs from the operating room bed. The site was attempting to move the patient and then disassemble the bed in order to move the system from the room. There was less than an hour delay in the procedure. No impact on patient outcome.

Manufacturer narrative:
The pendant control was returned to the manufacture for evaluation. After functional testing, performance testing and visual/physical examination the reported issue was confirmed. It was installed into a known working system, the system booted and readied. Functionality and usability test passed, all key functioned as expected. Images on pendant displayed correctly. Visual inspection confirms that the laminate is cracking and around the gantry up and down key and the ap/lap keys from use and wear. Physical damage was observed. Eval codes method, result, conclusion are associated with this analysis. The control board was returned to the manufacture for evaluation. After functional testing, performance testing, visual/physical examination and usability inspection the reported issue was not confirmed. It was installed into a known functional system and the system initialized. Motion generator, communication and charging readied. Motion calibration, 2d and 3d images were successful. Gantry door was able to open and closed. No failure found. Eval codes - method, result, conclusion are associated with this analysis. The varistor was returned to the manufacture for evaluation. After functional testing and visual/physical examination the reported issue was not confirmed. It passed bench test and the varistor measured open. No problem found. Eval codes - method, result, conclusion are associated with this analysis. The relay was returned to the manufacture for evaluation. After functional testing and visual/physical examination, the reported issue was not confirmed. The relay passed visual inspection and passed bench testing. No problem found. Eval codes - method, result, conclusion are associated with this analysis. If information is provided in the future, a supplemental report will be issued.